Manufacturer narrative:
Zoll medical corporation evaluated the device, and the reported malfunction was not replicated or confirmed. The front panel membrane was replaced as a precaution and the device was returned to the customer.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's control keys were not functioning. During subsequent biomed testing, the device was unable to adjust energy selection. Complainant indicated that there was no patient involvement in the reported malfunction.